Manufacturer narrative:
Product ID 377745, lot# v013107, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n147468, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
It was reported the patient experienced coupling and communication issues. The implantable neurostimulator (ins) communicated with both the clinician and patient programmer, but the patient recharger could only get two coupling bars. This was considered a recent change in coupling. There were no falls or trauma related to the event. The ins was superficial in the pocket, easy to find, and loose in the pocket. Using the antenna locate feature, 70/70 was achieved and got as high as 84. When a recharge session was initiated, only two coupling bars were achieved. Additional information received reported that the health care provider flipped the ins within the pocket and eight coupling bars were achieved with no problems. Patient outcome was not provided.